Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was displaying an error 5 message whilst attempting to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2018 between 9:00and 10:00pm. The patient manages his diabetes with oral medications ¿metformin 1000mg twice daily¿ and stated that he made no change to his usual diabetes management routine in response to the alleged product issue. The patient stated that 10 minutes after the alleged product issue began. He developed symptoms of ¿dizzy and blurred vision¿. The patient denied that the he received any treatment but rested. At the time of troubleshooting the cca noted that it was the first time the subject meter was being used. The patient completed the correct testing steps. The test strip completely drew in the blood sample and that the test strips had been stored correctly and not expired. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. The symptoms suggest that the patient¿s condition deteriorated as a result of not being able to test or treat their blood glucose.